Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio vue meter was reading inaccurately. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2018. The reporter stated that at 21.45 hrs, after dinner the patient obtained a blood glucose result of ¿149 mg/dl¿ on his meter. In response to the result the reported stated that the patient administered 8 units of insulin (his normal dose). At an unknown time after the administration of insulin, the reporter stated that the patient allegedly developed symptoms of ¿sweating¿. A blood glucose result of ¿59 mg/dl¿ was obtained when a test was carried out, and the patient stated he self-treated by consuming sugar water and candy. The patient disconnected the call before any further information could be obtained. It was noted that it was not possible to carry out troubleshooting. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse, whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.